Manufacturer narrative:
Device evaluation: returned device was received in fair condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The original DHR is no longer applicable as the device was manufactured in 2016. The results of the investigation do not implicate a service process.

Event description:
Information was received that a smiths medical level 1 normoflo fluid warming device, irrigating system was alarming overtemp. There were no adverse effects and no patient was involved in this incident.